Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the patient line. There was no adverse impact to customer's blood glucose level. Additionally, it was reported that an inaccurate fill estimate was received. Reportedly, customer successfully loaded a new cartridge to address the issues.